Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the header as loose. The header was not adhered to the casing on the serial number side. X-ray noted no fracture of the feed thru wires. Based on available data, the device had a nominal longevity of 10 years and was implanted for 8.0 years and achieved 80% of nominal longevity.

Event description:
Boston scientific received information that during a routine follow-up appointment, the right atrial impedance test was performed and resulted in an error message of not identified. Therefore, the exact impedance measurement could not be displayed. However, the whole history of lead impedance measurements was present and correctly recorded. This device was subsequently explanted for normal battery depletion. When the new device was implanted, all impedance measurements were obtained and were appropriate. No adverse patient effects were reported.